Event description:
It was reported that the customer was previously hospitalized for high blood glucose levels and later experienced a low blood glucose event while still admitted. The customer stated that she was still in the hospital and needed to program a new insulin pump, since it had been replaced due to damage. The blood glucose reading was 40 mg/dl on the morning of the call, and the customer advised that the blood glucose reading rose to 262 mg/dl after treatment. She stated that she may have mis-gauged the amount of insulin she needed; she stated that she was aware of why she had a low blood glucose event. She was assisted with programming the insulin pump without issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-81520.